Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the jaws of the pituitary are broken and will not close properly. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.